Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw bent at the proximal side. Upon inspection under magnification it was noted that a grasping tooth from the upper jaw was bent, this caused a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be firing the device over metal staples or a hard material present during the surgery.

Event description:
It was reported that during a lap lobectomy, ¿reposition jaws and reactivate¿ was displayed in about 1 hour. Although the device was repositioned and reset and cleaned, the event continued. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.